Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05/19/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that there was a "possible issue with calibration of pump- changed from 4.1 to 9.4 ml/hr without any intervention from nursing staff. Pump and x2 side channels (not sure which one was attached at the time)." Although requested further information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported that there was a "possible issue with calibration of pump- changed from 4.1 to 9.4 ml/hr without any intervention from nursing staff. Pump and x2 side channels (not sure which one was attached at the time)." Although requested further information was not provided.